Event description:
The pt underwent scs trial with two percutaneous leads. The leads were placed subcutaneous (off-label) and in the epidural space. It was reported the pt experienced numbness in one leg. Further follow-up identified the pt's trial lead were successfully pulled. No further pt complications were reported. The pt tolerated the procedure well and the physician did not choose to perform additional assessment.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.